Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (2086.8 mcg/ml at 1,053.1 mcg/day) and fentanyl (1.6 mcg/ml at .8074 mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that during pump replacement, it was noted that the pump connector was severed. There were no signs of therapy interruption. There were no known factors that may have led or contributed to the issue. The pump connector was replaced. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6)2004, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.